Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed a red, itchy rash under the rear therapy electrodes. The patient's physician recommended that the patient take benedryl pills. Follow-up indicated that the rash was healing.